Event description:
The reported description notes that the bedside monitor changes to a paused mode during patient monitoring. There was no specific date/time when this event occurred. No patient harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor changes to a paused mode during patient monitoring. There was no specific date/time when this event occurred. Root cause ¿ unknown. The customer states that the reported failure could not be reproduced after 36 hours of running the monitor. There was no specific date/time given for this event. No adverse event was noted in relation to this report. The customer states that there have been no similar issues with other bedside monitors on the nursing floor. According to the intellivue instructions for use mp20/30, mp40/50, mp60/70/80/90, release h.0., page 72, to pause the monitor¿s alarm one must select the ¿permanent¿ key or press the ¿alarms¿ hardkey on the speedpoint or navigation point. The ¿alarms¿ hardkey follows the behavior configured for the permanent key. Depending on the configuration, you may need to select confirm to complete the change. The available information does not support that there was any malfunction. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation is warranted.